Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). The reported event was able to be confirmed by referencing the provided photo where a burn mark can be observed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to technical service that a spark was noted coming from the blood pump module of a fresenius 2008t machine. The biomed stated the blood pump module was brand new (out of the box). Additional details were provided upon follow-up with the biomed. The biomed was replacing the blood pump module because of an a.22 error code that the machine was displaying. The spark occurred when the machine was turned on and the module was pushed into place. The spark came from the metal on the board mounts. The biomed said the board mounts on the part were weak, and the board was moving around a lot. After the spark occurred, the biomed noticed a burn mark on the metal frame behind the blood pump module. A photo of this was provided for review. The functional board failed as a result of the blood pump issue. The biomed was able to fix the machine by replacing the blood pump module and functional board. The biomed noted that the replacement blood pump module had stronger mounts (an older design). No damage was identified on any other components. There was no burning smell, and there were no signs of any smoke, sparks, or flames. The machine had 39,814 operating hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed confirmed the machine would be returned to service upon completion of testing. The damaged blood pump module was reportedly available to be sent back for manufacturer evaluation.

Event description:
A user facility biomedical technician (biomed) reported to technical service that a spark was noted coming from the blood pump module of a fresenius 2008t machine. The biomed stated the blood pump module was brand new (out of the box). Additional details were provided upon follow-up with the biomed. The biomed was replacing the blood pump module because of an a.22 error code that the machine was displaying. The spark occurred when the machine was turned on and the module was pushed into place. The spark came from the metal on the board mounts. The biomed said the board mounts on the part were weak, and the board was moving around a lot. After the spark occurred, the biomed noticed a burn mark on the metal frame behind the blood pump module. A photo of this was provided for review. The functional board failed as a result of the blood pump issue. The biomed was able to fix the machine by replacing the blood pump module and functional board. The biomed noted that the replacement blood pump module had stronger mounts (an older design). No damage was identified on any other components. There was no burning smell, and there were no signs of any smoke, sparks, or flames. The machine had 39,814 operating hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed confirmed the machine would be returned to service upon completion of testing. The damaged blood pump module was reportedly available to be sent back for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.